Manufacturer narrative:
H3: device evaluated summary- after visual and optical examination, it appears that both female threads have heavy damage. The plate has a lot of scratches but does not appear to have been bent. This is consistent with overload. Additional information- d9 g3, h3 and h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with pre-op diagnosis- chin on chest deformity involved in the posterior cervical fusion. Addition of occipital plate and rods to existing implant construct. Levels im planted- occiput to t2. It was reported that post-operatively, the occipital rod mechanism "fell apart" shortly after surgery on (B)(6) 2017. They decided to treat the patient with a halo device rather than another surgery to replace failed implants. The patient eventually had difficulty looking straight ahead, so they scheduled a revision of the occipital rods and correction of the sagittal deformity. The patient incurred a vascular injury during the revision on (B)(6) 2021 and they were unable to complete the surgery. On (B)(6) 2021, received additional information that patient had suffered a major stroke. It has also been reported to that patient had passed around 6pm on (B)(6) 2021. On 2021-oct-27, received additional information that as per a/p x-ray image on (B)(6) 2017, the hinge of the rod on the right was disconnected. On the lateral x-ray image of (B)(6) 2017 the proximal extension of the rod that connects to the occipital plate was away. Set screw holds the rod to the plate. Plate holds the occipital rod. Vascular injury occurred during corrective manipulation of head/neck, and it was not due to mdt product. Stroke occurred because of vascular injury during corrective manipulation of head/neck, and it was not due to mdt products. Revision surgery was performed with mdt products, just the occipital plate and hinge rods.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4). If information is provided in the future, a supplemental report will be issued.